Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy, and if the pump has another malfunction, they will use multiple daily injections (mdi).